Manufacturer narrative:
Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: activelife 1-piece pre-cut drainable pouch w/ stomahesive skin barriers w/ 1-sided comfort panel and tape collar 12" opaque.

Event description:
The pt reported she developed a red, itchy area of skin under the tape collar of the device. The reddened area has persisted for approximately 10 days. The pt has allegedly used this same brand and model of device for "many years" with no prior issue. No further info was reported.